Manufacturer narrative:
Additional info will be provided once investigation is completed.

Event description:
Allegedly, the light source intermittently gets stuck on standby. This can be rectified by turning the device off and then on again.